Event description:
It was reported the patient had surgery to revise their tined lead. Initially, the patient was concerned about their tined lead pushing on the skin at the insertion site. The patient also had increased urgency. The patient lost 25-30 pounds. The patient wanted their tined lead site looked at. The nurse practitioner ordered an x-ray. They tried increasing stimulation and it was uncomfortable. The settings were then left alone until the x-rays were read. The impedance check showed yellow on electrode 1. The clinical specialist confirmed the lead migrated. The patient is doing well since the revision.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.